Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accutni and obtained a result of 5.58ng/ml. Upon repeat, this sample gave a result of 0.02ng/ml. The erroneous result was not reported outside of the laboratory. There was no affect to pt or user with regards to this event.

Manufacturer narrative:
The sample was plasma collected in a lithium heparin tube and visually appeared normal in appearance and per customer; the sample was handled according to the tube manufacturer's recommendations. Two levels of qc were tested prior to the event and resulted within the customers established range. Two levels of qc tested following the event (at 06:31 and 06:32 a.m. In 2008) were out of range low but resulted back within range after two repeats. Field service engineer (fse) was onsite five days later and the following day: fse and instrument specialist performed a preventive maintenance (pm). Fse observed dirty spinner grippers and observed guide bar for ejector place to be broken. Both were replaced. Fse also replaced mixer motor. Fse also noted the transducer for a pipettor needed to be replaced. (The failing qc obtained following the event was tested via this pipettor). Fse replaced precision pump belt and clips due to tissues with failures. Fse performed diagnostic testing to confirm system performance following repairs and all tests passed. Fse discussed pre-analytical issues with the customer. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.